Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging the continuous glucose monitor (cgm) high alerts were not working. No additional information was provided and troubleshooting was unable to be completed. Several unsuccessful attempts to contact the patient have been made. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in the user missing cgm data which may lead to bg excursions.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 02/17/2017 with the following findings: review of the black box and continuous glucose monitoring (cgm) history showed ¿213d¿ cgm glucose above user limit warnings. Review of user settings showed cgm high limit alert was enabled and set to 200mg/dl with a 30-minute snooze time. A test transmitter was paired with the pump correctly. Blood glucose calibration of120 mg/dl was accepted in both attempts within 2 hours. The pump and transmitter ran over night with a steady reading of 115 mg/dl, which is within +/- 20%. No errors, alarms or warnings occurred during the investigation. A ¿cs213¿ warning was simulated during testing with 120mg/dl as a threshold. The pump gave the appropriate ¿cs213¿ warning audible and visible alert. Investigation did not duplicate the alleged ¿absence of high alert¿ complaint and the pump was determined to operating as intended and within the required specifications.